Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40 degree celsius (104 fahrenheit); water temperature low limit greater than or equal to 10 degree celsius (50 fahrenheit); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician's request, either prior to the sterile preparation or sterile draping. Use pads immediately after opening. Do not store pads in opened pouch. Do not allow circulating water to contaminate the sterile field when lines are disconnected. The arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The arcticgel¿ pads are only for use with an arctic sun® temperature management system. The arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. If needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient, they kept getting low flow alarms in an arctic sun device and could see air bubbles all through the clamps. Current water flow rate (wfr) was 0.3 l/min. Had nurse stop therapy, empty pads, and disconnect. Nurse straightened all tubing, confirmed no kinks or bends. Informed nurse to reconnect pads holding blue tubing and not the clear plastic clamps, resumed therapy and primed to water flow rate (wfr) was 0 l/min. Had nurse stop, empty, and disconnect pads. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was - 6.2psi, circulation pump command (cpc) was 64 percentage, system hours 911, and pump hours 798. Had nurse connect one pad at a time, started with right chest pad, wfr 2.1 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was 87 percentage. Connected right leg pad, water flow rate (wfr) was 2.6 l/min, inlet pressure (ip) was -5.6psi, circulation pump command (cpc) was 100 percentage. Added left chest pad, water flow rate (wfr) was 0.1 l/min, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage. Had nurse disconnect and reconnect left chest pad in a different port. Water flow rate (wfr) was 1.3 then dropped to 0.3 l/min, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 75 percentage. Informed nurse it looks like it might be a pad issue, suggested if they have another device, they could try the pads on to see, otherwise they might need to swap the pads for a new set. Nurse would go ahead and try a new set of pads. Informed nurse to keep these pads for investigation, lot# nghy2975. Encouraged nurse to call back if they have issues once they change pads. Per follow up information received via email on 15jul2024, biomed stated that the nurses were getting a low flow alert. While testing biomed noticed the water temperature (wt) would not get above 19.7c.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient, they kept getting low flow alarms in an arctic sun device and could see air bubbles all through the clamps. Current water flow rate (wfr) was 0.3 l/min. Had nurse stop therapy, empty pads, and disconnect. Nurse straightened all tubing, confirmed no kinks or bends. Informed nurse to reconnect pads holding blue tubing and not the clear plastic clamps, resumed therapy and primed to water flow rate (wfr) was 0 l/min. Had nurse stop, empty, and disconnect pads. Walked through placing device in manual control. Without pads, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was - 6.2psi, circulation pump command (cpc) was 64 percentage, system hours 911, and pump hours 798. Had nurse connect one pad at a time, started with right chest pad, wfr 2.1 l/min, inlet pressure (ip) was -3.7psi, circulation pump command (cpc) was 87 percentage. Connected right leg pad, water flow rate (wfr) was 2.6 l/min, inlet pressure (ip) was -5.6psi, circulation pump command (cpc) was 100 percentage. Added left chest pad, water flow rate (wfr) was 0.1 l/min, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage. Had nurse disconnect and reconnect left chest pad in a different port. Water flow rate (wfr) was 1.3 then dropped to 0.3 l/min, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 75 percentage. Informed nurse it looks like it might be a pad issue, suggested if they have another device, they could try the pads on to see, otherwise they might need to swap the pads for a new set. Nurse would go ahead and try a new set of pads. Informed nurse to keep these pads for investigation, lot# nghy2975. Encouraged nurse to call back if they have issues once they change pads. Per follow up information received via email on 15jul2024, biomed stated that the nurses were getting a low flow alert. While testing biomed noticed the water temperature (wt) would not get above 19.7c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.